Event description:
It was reported that the patient presented for a generator replacement. During procedure, the atrial lead exhibited low impedance. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient remained asymptomatic.